Event description:
Customer reported set separated between the upper fitment and the tubing just above it and appeared as if the connection "had not been glued together". Event occurred in ER. Date of event is unk. Nurse noted blood leaking out but reported there was no pt harm. The set was discarded, so it is not available for investigation.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.